Event description:
According to the reporter, when the operator inserted the obturator and balloon dissector in the scope port, the dissector balloon separated from the cannula. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/28/2015.

Manufacturer narrative:
(B)(4).